Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: r2067 radio frequency programmer head; product ID: 229047 software analyzer; (B)(4).

Event description:
It was reported that the programmer was very slow to boot up. The service disk was run but it did not help. It was further reported that in preparing for a case the programmer powered off twice. The programmer was returned for service. It was indicated that there was no patient involvement.

Event description:
It was reported that the programmer was very slow to boot up. The service disk was run but it did not help. It was further reported that in preparing for a case the programmer powered off twice. The programmer was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the programmer being slow to boot up and there was a pin reconfiguration completed and the software was reloaded to resolve. Analysis was unable to confirm the customer comment that the programmer powered off, however the power supply was replaced as a preventive measure. Concomitant products: product ID r2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.